Event description:
It was reported that approximately six weeks post-implantation, the patient underwent a hip revision due to trauma and fracture. The patient fell leading to femur fracture and loosening of the stem implant. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 00-5001-046-00 lot# 64662152 bipolar metal shell 46 mm od. Cat# 163661 lot# j7444670 28mm dia cocr mod hd -3mm nk. Cat# 00-5001-448-28 lot# 65970522 liner assy 44/45/46 od x 28id. G2: foreign ¿ event occurred in australia. H6: proposed component code: mechanical (g04) - stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.